Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported loss of power upon turning on, incorrect boot up issue. However, physio observed that the device was inoperative on dc power and replaced the power supply assembly. The device was operative on ac source. Proper device operation was confirmed through functional and performance testing and the device returned to the customer for use. Further eval of the removed power supply assembly determined the cause of the no dc operation issue to be process residue under the fl4 and fl10 filters.

Event description:
It was reported that as the nurse attempted to use the device on a pt, it powered on only for a second and lost power. There was a second device available for use. The reporter did not know the delay in treatment or pt outcome. There were no further details on the pt or the event provided. The device issue was reported to be intermittent.